Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that prior to the procedure, the mean pressure gradient was 4mmhg. One clip was successfully implanted. However, after the clip was implanted, the mean pressure gradient increased to 7mmhg. No additional clips were implanted. Mr reduced to a grade 2. There was no clinically significant delay in the procedure. No additional information was provided.